Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. No damage was noted to any of the pump supplies in use during the occlusion alarm. Due to the occlusion alarm, the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Manual injections were administered to address the bg level. Due to the elevated bg level, the customer was hospitalized. While in the hospital, the customer received treatment in the form of an insulin drip and fluids. The customer was released from the hospital the following day.